Event description:
Additional information received reported that it was unknown if the patient had a 50% or greater symptom reduction.

Event description:
It was reported that the patient was having issues with his implant. It was further reported that when the patient sat in a chair, the top part of his back, a 3-4 inch span, experienced a sharp pain that started three days prior to the report. The reporter confirmed that this was a more drastic change than the stimulation sensations he normally felt with positional changes. It was noted that the symptoms began suddenly and that the pain started after the patient recharged three days prior. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).